Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's vns generator and lead were explanted on (B)(6) 2015, less than one month following the patient's most recent generator implant on (B)(6) 2015. The reason for explant was determined to be infection. The infection began because the patient's caregiver brought the patient to a public pool to shortly after implant, and the incision site became infected after the patient's incision site was submerged. The vns generator's history record was reviewed and found all specifications met prior to distribution. Device history record sterility was reviewed and no non conformances were found. The explanted generator and lead have been received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Analysis of the returned generator and lead was completed. Analysis of the generator revealed no anomalies. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Analysis of the lead also revealed no anomalies other than typical wear and explant related observations. No additional relevant information has been received to date.